Manufacturer narrative:
Eval - method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Ipg's antenna silicone is cut and there are instrument marks on the case and header. Ipg passed all functional testing and successfully recharged. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2007. It was reported on (B)(6) 2008 that, after attempting for 4-6 hours several different times, the pt could not recharge the ipg and have a full battery show on her pt programmer. X-rays showed that the leads and ipg were in the correct position. The charger system was replaced to no avail. The ipg was replaced on (B)(6) 2008 and the pt's pain pattern was successfully recaptured. The ipg was returned to ans for eval. No further info is available.